Event description:
The polyethylene bushing, which makes up the joint, malfunctioned and ate at the anterior femur causing pt to develop femoral osteolysis. X-ray revealed the titanium pad attached to the bone had separated. Pt is crippled for life. Implanted r 4/85, explanted r 8/94.